Event description:
It was reported that the healthcare professional (hcp) could not interrogate the device and there was a red, flashing light on the communicator. The patient had a low heartrate, but there was no syncope or symptoms. The device was pacing slower than expected. Boston scientific technical services (ts) was contacted for troubleshooting, and ts recommended device replacement. Subsequently, the patient underwent a replacement procedure, and the device was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had no telemetry and battery status was unable to be obtained. Visual inspection noted the device case was swollen where the battery is located. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. The battery analysis determined that a tube tear that caused an internal short to the battery case. This internal short in the battery was determined to be the cause for the battery depleting faster than expected.

Event description:
It was reported that the healthcare professional (hcp) could not interrogate the device and there was a red, flashing light on the communicator. The patient had a low heartrate, but there was no syncope or symptoms. The device was pacing slower than expected. Boston scientific technical services (ts) was contacted for troubleshooting, and ts recommended device replacement. Subsequently, the patient underwent a replacement procedure, and the device was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had no telemetry and battery status was unable to be obtained. Visual inspection noted the device case was swollen where the battery is located. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. The battery analysis determined that a tube tear that caused an internal short to the battery case. This internal short in the battery was determined to be the cause for the battery depleting faster than expected. Additional analysis was performed and it was determined that a tube tear did not cause the internal short, however, an insulator tube anomaly was found resulting in the internal short to the battery case.

Event description:
It was reported that the healthcare professional (hcp) could not interrogate the device and there was a red, flashing light on the communicator. The patient had a low heartrate, but there was no syncope or symptoms. The device was pacing slower than expected. Boston scientific technical services (ts) was contacted for troubleshooting, and ts recommended device replacement. Subsequently, the patient underwent a replacement procedure, and the device was successfully replaced. No additional adverse patient effects were reported.